Manufacturer narrative:
The reported product has been returned and investigation is pending. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for being unable to power on, however during investigation internal burn marks were observed. There was no report of fire, smoke, explosion, or shock. This report is being submitted due to the additional issue observed during returned product investigation.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor contamination in the usb port was observed.the return reader did not charge or communicate with software.reader did not power on with button depression, strip, or usb cable insertion.visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed and usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. Further investigation was conducted, where a visual inspection was performed on the returned reader using a digital microscope.burn marks were observed on u13 component.the returned reader was brought to the bench for functional testing.the returned cable has passed the cable test.the returned battery voltage was measured and was within the specific range.the returned reader was connected via usb and the returned battery was not charging.the reader was monitored under a thermal camera during operation and hotspots were observed on u5, u13, and the cpu after the button was pressed. A voltage was observed on r100 pulldown resistor; any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the cpu, u13 and u5 ic components would permanently damage the components, systems such as i2c communication, and would exhibit hotspots when operation of the reader was attempted. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter.the reported field event of the reader being ¿reader not turning on¿ was observed.it was determined that this issue was caused by the usage of non-abbott provided usb adapter. The use of the incorrect usb adapter may result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use. At this time adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for being unable to power on, however during investigation internal burn marks were observed. There was no report of fire, smoke, explosion, or shock. This report is being submitted due to the additional issue observed during returned product investigation.